Event description:
The cable allegedly snapped when the surgeon closed the instrument to grasp the fundus during a nissen fundoplication procedure. The surgeon had to retrieve a portion of the cable protector that also broke during the event. No other info is available at this time.